Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that an x-ray was performed and in a dislodgment was confirmed in the right atrial (ra) lead. While trying to repositioned, a new lead was asked because lead wouldn't go where physician wanted it. No adverse patient effects were reported.